Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: h3, h4, h6- the prime rod holder pushrod (ds 2867-50-063 & lot no: gm5009001) was received at us cq. Upon visual inspection, no damages were observed on the device except minimal wear which would not contribute to the complaint condition. The complaint was not confirmed for the returned device as no damages were observed on the device. The complaint device was able to be assembled with the returned mating device(s) as intended. No definitive root cause could be determined based on the provided information. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history lot a review of the receiving inspection (ri) for prime rod holder pushrod was conducted identifying that lot number gm5009001 was released in two (2) batches: ¿ batch1: lot units were released on 01-mar-2018 with no discrepancies. ¿ batch 2: lot units were released on 25-apr-2018 with no discrepancies. As a result, the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in the (B)(6) as follows: it was reported that on (B)(6) 2020, when the surgeon finished placing the rod and tried to remove the rod holder, the rod holder would not disengage from the rod. There was a surgical delay of five (5) minutes. The procedure was successfully completed. There was no patient consequence. Concomitant device reported: unknown setscrews (part# unknown, lot# unknown, quantity unknown ); unknown screws (part# unknown, lot# unknown, quantity unknown ). This complaint involves six (6) devices. This report involves one (1) prime rod holder pushrod. This is report 1 of 2 for (B)(4).